Event description:
Salivadirect use for covid-19 under emergency use authorization (eua): patient provided saliva specimen for testing with salivadirect rt-pcr covid-19 test and received positive result. Same patient provided nasal swab specimen to (B)(6) and received result of negative using a different test. This test may have been antigen or naat. FDA safety report ID # (B)(4).

Event description:
Salivadirect use for covid-19 under emergency use authorization (eua): patient provided saliva specimen for testing with salivadirect rt-pcr covid-19 test and received positive result. Same patient provided nasal swab specimen to (B)(6) and received result of negative using a different test. This test may have been antigen or naat. FDA safety report ID # (B)(4).